Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a motor error alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was 463 mg/dl at the time of call. The insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to airport scanner. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.